Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (600mg/dl), and moderate ketones. The customer treated elevated bg levels by administering an 8 unit injection. The customer's contact also consulted with their healthcare provider and was instructed to administer another 5 units then call back within 2 hours. System check was performed with tandem's technical support, and pump performed as intended. Recommendation was made for the customer to change out the site.